Event description:
On (B)(6) 2013, the distributer contacted animas, alleging a prime (load step malfunction) issue. The pump reportedly did not detect the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/08/2013 with the following findings: a review of the black box revealed a ¿no delivery¿, ¿no prime¿ and a ¿no cartridge detected¿ warnings on (B)(6) 2012. A rewind was successfully performed on the pump. Investigation revealed during the load step, the piston was unable to move and a force sensor reading was unable to be performed. The pump cover was removed and a component on the pcb was found to be misaligned and shifted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).